Event description:
The clinician reported several incidents with 2 of her electrotherapy units. The clinician reported that patients complained during treatment about the device output ramping up and shocking. The clinician is displeased with the product. The clinician stated her customers do not like the feel of the unit and some have denied being treated with the unit. Patient 3 of 7.

Event description:
The clinician reported several incidents with 2 of her electrotherapy units. The clinician reported that patients complained during treatment about the device output ramping up and shocking. The clinician is displeased with the product. The clinician stated her customers do not like the feel of the unit and some have denied being treated with the unit. Patient 6 of 7.

Event description:
The clinician reported several incidents with 2 of her electrotherapy units. The clinician reported that patients complained during treatment about the device output ramping up and shocking. The clinician is displeased with the product. The clinician stated her customers do not like the feel of the unit and some have denied being treated with the unit. Patient 7 of 7.

Event description:
The clinician reported several incidents with 2 of her electrotherapy units. The clinician reported that patients complained during treatment about the device output ramping up and shocking. The clinician is displeased with the product. The clinician stated her customers do not like the feel of the unit and some have denied being treated with the unit. Patient 2 of 7.

Event description:
The clinician reported several incidents with 2 of her electrotherapy units. The clinician reported that patients complained during treatment about the device output ramping up and shocking. The clinician is displeased with the product. The clinician stated her customers do not like the feel of the unit and some have denied being treated with the unit. Patient 4 of 7.

Event description:
The clinician reported several incidents with 2 of her electrotherapy units. The clinician reported that patients complained during treatment about the device output ramping up and shocking. The clinician is displeased with the product. The clinician stated her customers do not like the feel of the unit and some have denied being treated with the unit. Patient 5 of 7.

Manufacturer narrative:
A device evaluation was performed by our engineering department. Root cause is unknown because the device performed to specification and to its intended use. The engineering department did not find any problems with the device. The device labeling identifies adverse effects; skin irritation and burns beneath the electrodes have been reported with the use of powered muscle stimulators.

Manufacturer narrative:
A device evaluation was performed by our engineering department. Root cause is unknown because the device performed to specification and to its intended use. The engineering department did not find any problems with the device. The device labeling identifies adverse effects; skin irritation and burns beneath the electrodes have been reported with the use of powered muscle stimulators.

Manufacturer narrative:
A device evaluation was performed by our engineering department. Root cause is unknown because the device performed to specification and to its intended use. The engineering department did not find any problems with the device. The device labeling identifies adverse effects; skin irritation and burns beneath the electrodes have been reported with the use of powered muscle stimulators.

Manufacturer narrative:
A device evaluation was performed by our engineering department. Root cause is unknown because the device performed to specification and to its intended use. The engineering department did not find any problems with the device. The device labeling identifies adverse effects; skin irritation and burns beneath the electrodes have been reported with the use of powered muscle stimulators.

Manufacturer narrative:
A device evaluation was performed by our engineering department. Root cause is unknown because the device performed to specification and to its intended use. The engineering department did not find any problems with the device. The device labeling identifies adverse effects; skin irritation and burns beneath the electrodes have been reported with the use of powered muscle stimulators.

Manufacturer narrative:
A device evaluation was performed by our engineering department. Root cause is unknown because the device performed to specification and to its intended use. The engineering department did not find any problems with the device. The device labeling identifies adverse effects; skin irritation and burns beneath the electrodes have been reported with the use of powered muscle stimulators.

Manufacturer narrative:
A device evaluation was performed by our engineering department. Root cause is unknown because the device performed to specification and to its intended use. The engineering department did not find any problems with the device. The device labeling identifies adverse effects; skin irritation and burns beneath the electrodes have been reported with the use of powered muscle stimulators.

Event description:
The clinician reported several incidents with 2 of her electrotherapy units. The clinician reported that patients complained during treatment about the device output ramping up and shocking. The clinician is displeased with the product. The clinician stated her customers do not like the feel of the unit and some have denied being treated with the unit.